Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the filter portions from the disposable sets were received for investigation. The filter portions of the returned sets were tested for leaks. Also, the filters were disassembled and the membranes were checked for detached parts or misalignment. No irregularities were found. Filtration and leak testing was performed on retention samples. There was no back flow through the bypass line and no air leaks were observed. The manufacturing records were reviewed for abnormalities and none were found. The records were also checked regarding the particulate removal rates and cationization levels of the filter membranes. All were within specification. Root cause: the root cause for this event could not be determined. Particulate removal rates and cationization levels of the filter membranes were within specifications.

Event description:
The customer reported elevated white blood cells (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is available for return and investigation. This report is being filed due to a device malfunction that has the potential for injury.